Manufacturer narrative:
D1, d2, d4 information updated to indicate device information is unknown. The reported event could not be confirmed since no product and no medical records, i.e. X-rays, had been provided. Manufacturing documents could not be reviewed since no lot-no was communicated. No nc/CAPA had been filed for the item in question. Potential implant exchange had been considered in the risk management file. The labelling informs about protentional adverse effects resp. Their causes. In the case presented an unknown sliding core, 8mm had been revised due to during a procedure of bone removal. A deficiency of the sliding core was not reported. However, more detailed information about the complaint event such as x-rays must be available in order to determine the complete root cause of the complaint event. With available information a real root cause could not be determined. In case substantive information or the item itself becomes available we reserve the right to re-open the investigation with root cause assessment.

Event description:
A collecting agency filed a claim on behalf of a health insurer in response to a revision surgery resulting from ra2019-2173330.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
A collecting agency filed a claim on behalf of a health insurer in response to a revision surgery resulting from ra2019-2173330.